Event description:
It was reported that a user experienced hyperglycemia with a fingerstick reading of 385 mg/dl and a concurrent cgm value of 285 mg/dl while using the ilet and an inset infusion set; the user had changed supplies approximately three hours prior, observed drops during tubing testing, and reported no leaks, kinks, or air bubbles, and no alarms occurred. Symptoms included elevated blood glucose. Outcomes included user-performed troubleshooting and a site change, after which insulin delivery resumed as normal. Investigation included review of the reported event, user troubleshooting steps, and confirmation of post¿site change function. Investigation of this case revealed no device malfunction, no bent cannula at the new site, and a cause for the hyperglycemia that remained unclear despite restored delivery and confirmed flow. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.